Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.

Event description:
It was reported that a tiny slit was observed in the product packaging. No adverse consequences were reported.